Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states: "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance." The IFU continues stating "do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention."

Event description:
On (B)(6) 2011, the patient was being treated with the gore excluder aaa endoprosthesis featuring c3 delivery system. The physician advanced the delivery catheter above the renal arteries and attempted to position the device below the renal arteries, but felt resistance. The physician rotated the delivery catheter and pulled it back, but continued to encounter resistance. After continued pulling and rotation of the delivery catheter, the distal olive broke leaving the endoprosthesis in place just below the renal arteries. The endoprosthesis was successfully deployed and the olive was left in place stabilized between the aorta wall and the endoprosthesis. The patient is reported to be doing well.